Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 104 mg/dl. The customer stated that the keypad anomaly on the insulin pump occured last week. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker and cracked belt clip slot.